Event description:
An electronic report was received from a hemodialysis user facility of an event. The facility reported that just when a patient had started their dialysis treatment, a leak was detected at the twister component, and when the staff went to reach for the twister device to closely inspect the area, the arterial portion of the bloodline separated from the twister device. The blood loss that was reported by the nurse was estimated to be less than 100 ml due to the event occurring at the onset of the treatment and that not much blood had entered the line. The actual sample was not saved for evaluation, however, the facility will be sending a companion sample for an evaluation. Reportedly, the patient was re-started with a new treatment set and completed the prescribed treatment as ordered without further incidence and with no ill effect related to this event. The patient was discharged to home when the treatment was complete.